Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a pre-dilated severely calcified lesion (80% stenosis degree) in a moderately tortuous part of the mid femoral artery. The stent was delivered to the lesion but could only be released 1/3. The stent was withdrawn and another stent was used to finish the procedure.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected device was returned disassembled and severely damaged. The device shaft has fractured and entirely separated from the rest of the system. The device shaft is further strongly kinked at several locations. The outer shaft has been retracted by about 66 mm. The outer shaft has most likely fractured inside the handle. The fracture sites are plastically deformed which is indicative for an overload fracture. Several parts of the handle assembly are missing and/or severely damaged. The proximal inner shaft portion shows signs of compression. The stent was not returned. In general, the findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined.

Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a pre-dilated severely calcified lesion (80% stenosis degree) in a moderately tortuous part of the mid femoral artery. The stent was delivered to the lesion but could only be released 1/3. The stent was withdrawn and another stent was used to finish the procedure.